Manufacturer narrative:
A follow up was performed with the customer, and additional details were provided regarding the event. It was reported that no error codes are alarms were observed during the blower failure. The customer did report that the blower starting making a noise and then seized. No further details were provided regarding the event.

Event description:
Philips received a complaint from the technician, reporting that the v60 ventilator had a blower motor that failed. There was no patient involvement when the issue occurred. No patient or user harm reported. The technician reported that the v60 ventilator had a blower motor that failed. The blower assembly was replaced to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.